Event description:
It was reported that during normal pump replacement, 18cc of medication was remaining in the pump. The expected amount was not reported. There was no indication anything was wrong prior to surgery. No patient symptoms were reported. It was also reported that the catheter was intact and aspirated easily. The pump was used to deliver dilaudid and marcaine. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
He device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.